Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was causing cubies to fail many times. A field service engineer found that the drawer 4 in the auxiliary had multiple failures and three cubies failed during hardware test application lid pop testing, but none failed in hardware mode and found debris and a small ointment tube on the tray contacts, removed them, reseated the cubies, and retested successfully. Despite this, cubies continued to fail daily and replaced the damaged flat flex cable, and to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 caused cubies to fail many times daily. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.